Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the therapy was turning off by itself. Patient was using his stim almost all the time but the clinician programmer only indicated 35% usage. Patient was using hd settings. Patient noticed having stim come back here and there recently and this appeared to be because stim was getting shut off. Stim appeared to be getting shut off per diary. Patient charged daily for 1-2 hrs. Average duration was 1.7 hrs. Diary did not show stim turning off due to low battery. Stim showing on (B)(6) but then was turned off on (B)(6). Recharge statistics were as follows: (B)(6), 0.7, 100% (B)(6), 0.8, 75% (B)(6), 0.4, 75% (B)(6), 1.8, 75% (B)(6), 2.1, 100% (B)(6), 1.8 ,75% when looking more closely at diary, it appeared stim was shut off at end of recharge session on (B)(6). It was reviewed that patient needed to make sure they did not accidentally shut off stim during recharging and to check stim status at end of recharge session. Patient was having routine reprogramming done on the day of the report. The symptoms reported were return of pain. Patient was not able to identify any more precise timing to this, just that the stim turning off and return of pain had started to happen recently. The dates of when the issue started was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of stim turning off/return of pain was believed to be patient error. Patient appeared to be turning it off when they were done recharging. Patient thought they were turning off the recharger but instead turned off the stim. The actions/intervention taken to resolve the issue was retraining of patient on the recharger buttons. It was believed that the issue had resolved. Patient's weight information was updated. The information was confirmed with the hcp. No further complications were reported/anticipated.